Event description:
It was reported that the user lost the original charger and had been using third-party wireless charging pads, after which the ilet stopped charging; a replacement charger was shipped to the user¿s location and the user elected to use alternative therapy in the interim. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no alarms. Investigation included review of the user¿s report and troubleshooting by supplying a replacement charger. Investigation of this case revealed a device charging failure consistent with a power/charging issue, with likely involvement of non-beta bionics charging accessories rather than a confirmed device hardware fault. It was concluded, based on previously established findings for similar reports, that the cause was use of non-recommended accessories leading to charging failure.